Event description:
The customer reported that while taking a fluoro shot, lines appeared vertically on the image and they were unable to see the image. The problem occurred during the procedure, but there was no pt injury.

Manufacturer narrative:
(B) (4). The ge service rep performed the assembly checks, erased the persistent objects and program nodes and reloaded nodes as needed. The unit functions as intended.